Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03403 & 03404).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently patient was revised on (B)(6) 2010 due to unknown reasons. The modular head and taper adapter were removed and replaced. Patient was further revised on (B)(6) 2015 due to loosening of the cup. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head and taper adapter and a competitor cup.